Event description:
According to the reporter: while trying to inflate the balloon with 25 ml of air, the balloon was broken. It was finally replaced by a new one. No patient was injured.

Manufacturer narrative:
(B)(4).